Event description:
Cassette would not fit into the machine during surgical setup. Surgery was not delayed while switching to an older cassette from a different lot. There was no adverse effect on the patient.